Event description:
It was reported that a red alert was received via latitude (remote monitoring system), indicating that this right ventricular (rv) lead exhibited an increase in shock lead impedances. There appears to be some variability with the previous measurements, which were at 77 ohms a few days prior. The most recent recorded measurement is 113 ohms. It was also noted that the pacing impedances are exhibiting an upward trend. Technical services (ts) were consulted and confirmed that the alert on the related defibrillator is due to shock impedances being out of range (greater than 125 ohms). A ts consultant recommended to bring the patient in clinic to reset the alert, and to reset the alarm (beeping tones), as the device is currently beeping 16 times every 6 hours. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional information. It was indicated that the lead graphs for pacing and shock impedance showed a general upwards trend since implant, with variable measurements. The most recent recorded shock impedance value was 85 ohms. The alert has been increased to 150 ohms, and latitude shows that the value seems to have stabilized. The patient will continue being monitored and will have another follow-up in 6 months.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was received via latitude (remote monitoring system), indicating that this right ventricular (rv) lead exhibited an increase in shock lead impedances. There appears to be some variability with the previous measurements, which were at 77 ohms a few days prior. The most recent recorded measurement is 113 ohms. It was also noted that the pacing impedances are exhibiting an upward trend. Technical services (ts) were consulted and confirmed that the alert on the related defibrillator is due to shock impedances being out of range (greater than 125 ohms). A ts consultant recommended to bring the patient in clinic to reset the alert, and to reset the alarm (beeping tones), as the device is currently beeping 16 times every 6 hours. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.